Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
While performing interventional venous stenting, it was reported that a pinhole leak was observed in the proximal part of the balloon material of the low profile balloon catheter. It was provided that the patient's venous anatomy was not calcified, and a 50/50 mixture of contrast and saline was used in the balloon. No adverse effects have been reported, and there was no need for additional procedures.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance 35 lp low profile balloon catheter [pta5-35-135-12--10.0] was returned for evaluation. A pin hole at the proximal end of the balloon was identified. There is no evidence to suggest the product was not manufactured to current specifications or was damaged upon opening. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.